Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the wires on the wrist of the permanent cautery spatula (pcs) was completely broken. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula (pcs) instrument was inspected prior to use with no damage observed. The instrument was being used for dissecting when the instrument wire broke. There was no instrument collision during procedure. There was no issues with the opening/closing of the grips and no issues with the directional movement. There was no visible cable protruding from the instrument. There was no fragment fall into the patient. An isi did receive a da vinci product to perform failure analysis. The pcs instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the broken pitch cable at distal to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.